Event description:
Rptr noted metal particles during procedure; changed tip to complete. Some particles observed post-op.

Manufacturer narrative:
Rec'd two tip samples from same lot (15796-1998-03) used at time of event. Sem and edx analysis found returned samples to be consistent with tip material. Particulates can occur with use of second instrument. This report was mailed in to FDA on: 08/05/1998. The mfrs internal reference number is: 5-11669-1-98.